Event description:
The customer reported that on (B)(6) 2010, at 6 am., she tested on the accu-chek? Meter and got 233 mg/dl. Her medtronic minimed paradigm insulin pump read 214 mg/dl. She says she put in her anticipated amount of calories into her pump and the pump gave her 4.6 units of humalog. She waited 10 minutes, and then ate toast, peanut butter/jelly and coffee. She says that at 8 am., she went to volunteer at a hospital. By 8:30 am., she says she blacked out and woke up in the emergency room. She did not have any symptoms before blacking out. She said they tested her and her blood sugar was 22 mg/dl on the hospital meter. She stated they gave her an IV and kept her until 11 :30 am. She was not admitted. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).